Event description:
During home injection of tissue expander, patients mother noted the area around the injection port would become spongey and some what edematous right after injection. It was also observed that the scalp tension was also noted to decrease very shortly after injection. The physician removed the questionable expander without incident and replaced it. The expander removed was noted to have a leak at the injection port following removal.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: component failure, component failure, membrane. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.